Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to (B)(6) 2020 due to low blood glucose level of 19 mg/dl. The customer had been using the insulin pump within 48 hours of high blood glucose level. The customer had tried orange juice and snacks. The insulin pump will not be returned for analysis.